Manufacturer narrative:
(B)(4). Additional information: model/lot #, device manufacture date. Correction: age. Patient's exact age is unknown; however it was reported that the patient was over the age of 18.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure when the device was being pulled into place through the stoma, the peg tube separated at the transition zone between the hard and soft plastic. As there was a little bit of tube exposed out from the stoma, they were able to pull it out from the stoma using forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure when the device was being pulled into place through the stoma, the peg tube separated at the transition zone between the hard and soft plastic. As there was a little bit of tube exposed out from the stoma, they were able to pull it out from the stoma using forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.